Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional graftmaster devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat a perforation in the left anterior descending (lad) artery. Three graftmaster covered stents, 2.8x19mm, 4.0x19mm and 3.5x16mm, were all implanted, however, did not seal the perforation. The perforation was discovered to be larger than initially anticipated/ visualized angiographically and the graftmaster stents were the correct size implant used (length or diameter) for the size of the perforation. However, possibly the main reason the perforation did not completely seal was due to the heavy calcification and the stents had poor wall apposition. The use of the graftmaster did not cause additional complications or adverse events. The perforation eventually sealed on it's own after 1 day. The patient required a pericardial drain which was eventually removed and was not intended to treat the perforation. There was no clinically significant delay in the procedure. No additional information was provided.